Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer's blood glucose level. Customer received assistance from technical support to reset pump, and the pump did not exhibit the same malfunction after the reset. Customer was advised to continue using the pump and to report if any malfunction code recurs, which caller acknowledged and understood.